Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during a procedure, the catheter was observed to be kinked at the bottom. They could not thread the guidewire through the catheter. A new catheter was used and the procedure was completed. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The customer returned an open ask-04018-upm kit with various components including a single lumen arterial catheter and guide wire. Visual examination of the returned sample revealed the catheter tip appeared to be flattened. The catheter tip ID had taken an oval shape and blue material was observed on the catheter tip body. No defects or anomalies were observed on the guide wire. The inner tray was observed to be light blue which does not match the natural/clarified color of the current ask-04018-upm master sample kit. Review of the kit revision history indicates the inner tray was changed from a light blue tray to a natural/clarified tray. The catheter inner and outer diameter were measured and were found to be within specification. The catheter length was also measured and was within specification. The guide wire supplied in the kit was not able to fully pass through the catheter without resistance. The catheter could not be advanced over the guide wire through the damaged tip without significant force applied. A device history record (DHR) review was performed on the catheter and no relevant manufacturing issues were identified. The customer report of a bent catheter tip was confirmed through visual inspection of the returned sample. The catheter tip was flattened and could not be advanced over the returned guide wire. Review of the kits revision history revealed the design of the inner tray has since been changed as a corrective action for damaged arterial catheter tips. The new tray was designed to protect ra catheters from damage during shipping. It was confirmed that the returned lot was manufactured prior to the corrective action being implemented.

Event description:
The customer alleges that during a procedure, the catheter was observed to be kinked at the bottom. They could not thread the guidewire through the catheter. A new catheter was used and the procedure was completed. No patient injury or consequence.